Event description:
It was reported that this right atrial (ra) lead exhibited noise which resulted in pacing inhibition. The patient did not experience asystole. Additionally, it was noted there was high out of range pacing impedances which triggered a lead safety switch (lss). The patient had a venogram that showed a total occlusion on the left subclavian/cephalic vein therefore, the patient was scheduled for a lead extraction. At the time of the ra lead extraction, it was noted there was wear on the right ventricular (rv) lead insulation. During the process of removing the atrial lead, the rv lead was further compromised, and the physician decided to remove and replace the lead. Subsequently, they suspected that the ra lead conductor was fractured therefore, the lead was removed and replaced successfully. The ra lead has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise which resulted in pacing inhibition. The patient did not experience asystole. Additionally, it was noted there was high out of range pacing impedances which triggered a lead safety switch (lss). The patient had a venogram that showed a total occlusion on the left subclavian/cephalic vein therefore, the patient was scheduled for a lead extraction. At the time of the ra lead extraction, it was noted there was wear on the right ventricular (rv) lead insulation. During the process of removing the atrial lead, the rv lead was further compromised, and the physician decided to remove and replace the lead. Subsequently, they suspected that the ra lead conductor was fractured therefore, the lead was removed and replaced successfully. The ra lead has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 215mm from the terminal end. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.